Event description:
The customer reported an image quality problem. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the video cable connector. No report on system repair status. (B) (4)